Event description:
It was reported that a spectrum pump failed downstream occlusion test during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the device passed downstream occlusion testing. A review of the event history log revealed downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide was found with a chipped lower right corner. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.